Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc needle shielding failed   it was reported by customer that safety (white piece) completely detached from the needle, leaving the sharp exposed   verbatim: safety (white piece) completely detracted from the needle, leaving the sharp exposed.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of needle shielding failure was confirmed upon inspection of the photos. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.